Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 6 days after sensor insertion into the arm. On (B)(6) 2024, the patient stated that the cgm device was reading high mg/dl for approximately 18 hours. No bg meter readings were taken. The patient was self-treated with multiple insulin doses throughout the 18 hours to lower her bg level. However, at some point, the patient became disoriented. The patient could not remember what they were doing, who they were, or what they were saying. Then the patient lost consciousness and fell to the floor; the patient stated she ¿almost died.¿ the patient states she regained consciousness on her own after approximately 4 hours. Upon waking up, the patient tested their bg meter reading, which was low mg/dl. The patient stated that the cgm must have been reading inaccurately when it was reading high mg/dl consistently for 18 hours, since the patient was making direct treatment decision based on the cgm device and ultimately passed out from hypoglycemia. The patient ¿ate something¿ and then the bg meter reading increased to 71 mg/dl. The patient remained at home. There was no documentation of the patient seeking assistance from a higher level of care. There was no documentation of medical intervention. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.